Event description:
It was reported that the buttons on the insulin pump are unresponsive. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform displacement test due to unresponsive keypad/button. Unit had cracked case at display window corner and cracked reservoir tube lip.